Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor faults) was confirmed. Upon evaluation, the front response button cover was missing and the contacts was contaminated. The cause of the inability to activate the monitor is the contaminated switch. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. . No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor had faults.

Manufacturer narrative:
Device evaluation of battery 86511460 been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged battery. Device evaluation of monitor has been completed. The reported problem (monitor faults) was confirmed. Upon evaluation, the front response button cover was missing and the contacts was contaminated. The cause of the inability to activate the monitor is the contaminated switch. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a battery and reported the battery was unable to power up a monitor. A us distributor returned a monitor and reported the monitor had faults.